Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cable separated on the mega suturecut needle driver instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed grip cables if to recur could cause or contribute to an adverse event.